Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee replacement the surgeon was impacting the femoral implant. On the third strike the impactor handle broke and the latch cracked off of the handle. All pieces were accounted for and the surgeon used the alternate impactor in the room. Since there was a second handle available there was no surgery delay or patient consequences. In the evening of the same day a sterile processing tech noticed cracks in a t handle, the cracks make compromise the sterility of the product and need to be replaced. (B)(4). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.